Manufacturer narrative:
Concomitant products: product ID 7427, serial# (B)(4), implanted: (B)(6) 2001, product type implantable neurostimulator; product ID 7435, serial# (B)(4), implanted: (B)(6) 2001, product type programmer, patient; product ID 3986, serial# (B)(4), implanted: (B)(6) 2001, product type lead; product ID 7496-66, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3986, serial# (B)(4), implanted: (B)(6) 2001, product type lead; product ID 7496-66, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3986, serial# (B)(4), implanted: (B)(6) 2001, product type lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2001, product type programmer, patient; product ID 7496-51, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7496-51, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3986, serial# (B)(4), implanted: (B)(6) 2001, product type lead. (B)(4).

Event description:
It was reported that the therapy device had not worked in ¿years¿ the patient¿s therapy started ¿skitzing out¿ 8 years prior and the patient stopped using the therapy device because she was getting stimulation all over the place. The patient never went back to a healthcare provider (hcp) to have the device checked. The hcp tried to schedule a time with the manufacturer representative (rep). The patient had talked to an hcp about taking the device out but the hcp told the patient they usually did not take the device out. The device stopped working. Therapy did not work for 6 years or so. The patient noted she had rsd. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent. Reference manufacturing report #6000032-2015-00023 for patients other implantable neurostimulator